Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h4, h6, h10 one e1 ringloc bipolar 28x43mm was returned and evaluated. Upon visual inspection the returned liner has indentations on the outer radius and damage to the scallop area. The locking ring was returned inside of the shell with the chamfer in the correct position. The locking ring was bent and when removed a visible impact mark on the side opposite of the chamfer. The locking ring was measured for the height and width and found within conformance of the print. Complaint sample was evaluated and the reported event was not confirmed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event.. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat into the cup. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.